Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the programmer "was old and doesn't work well." It was also indicated that the radiofrequency programmer head "never works." Additional information was requested but remains unavailable. No patient complications have been reported as a result of this event.